Event description:
It was reported that an ilet user experienced low blood glucose after announcing a meal as larger than consumed, resulting in insulin delivery disproportionate to carbohydrate intake. The event involved use of the device¿s user interface and constituted an incorrect procedure for meal announcement. Symptoms included hypoglycemia with shaking/tremors, with a lowest recorded blood glucose of 60 mg/dl. Outcomes included no lasting health consequences or impact, and the user recovered after oral carbohydrate treatment with a cereal bar and a subsequent blood glucose of 86 mg/dl. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to user interaction with the user interface rather than a device defect. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was instructed to announce meals only when containing more than 15 grams of carbohydrates.